Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage procedure was to be performed. Watchman ® laa closure device & delivery system (wds) was inserted into the watchman ® access system (was). However, it was noted that the was became kinked while they recaptured the closure device. The procedure was completed with a new wds and was. No patient complications were reported and the patient's status is stable.